Manufacturer narrative:
This report is based on information provided by post market vigilance investigation personnel. One act2030 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The customer reported that during the procedure, the rf electrode output power was very low and could not meet the needs of surgery. The reported condition was confirmed. The water circulated normally through the device. The device did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. A CAPA has been issued. The failure identified is captured in the current risk management file (B)(4). No update to the risk management file is required at this time. Pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during the procedure, the rf electrode output power was very low and could not meet the needs of surgery. They replaced the electrode and the power went back to normal. The procedure was able to be completed with the new device. There was no injury caused to the patient and no medical intervention was required.